Event description:
It was reported that log files were sent for review due to another emergency backup battery (ebb) fault. The customer wanted log files reviewed to determine whether a system controller exchange was recommended at this point. The event log file captured intermittent ebb faults, which occurred due to an ebb load test failure. Due to the ebb already having been replaced, a controller exchange was warranted if the patient could tolerate a brief pump stop.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6)). The log file contained approximately 16 days of information (27may2024 to 12jun2024 per timestamp). A backup battery fault alarm was activated at 7:21:03 on 12jun2024 due to the backup battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained within the expected speed range throughout the data. The alarm briefly cleared for ~3 second intervals over the next few hours, during the times that additional load tests were performed. However each time, the backup battery fault alarm reactivated due to the difference between the loaded and unloaded voltages of the battery being outside of the designed threshold. Available information indicated that the heartmate 3 system controller was exchanged. Multiple attempts were made to obtain information regarding the potential return of the controller, but no response was received. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section also describes how to properly perform a system controller exchange. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The initial testing records were reviewed for the returned backup battery (B)(6), and it was observed to pass initial testing. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.